Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the plunger was difficult to remove from the reservoir. Customer's blood glucose was over 600 mg/dl. Customer was very sick. Customer declined troubleshooting. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Evaluated two open/used reservoirs performed a manual test to reservoirs and found plungers easy to connect/release from stopper-plungers.